Event description:
It was reported that the procedure was cancelled. An angiojet catheter and angiojet ultra system console were used for a thrombectomy procedure. However, it was found that the catheter was leaking before the procedure. The procedure was cancelled. No patient complications were reported and patient's status was stable.